Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer tested his blood glucose and received a reading of 200 mg/dl using his contour ts meter. His glucose was retested at the health clinic (method unknown) and the result was 60 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer's test strips are to be returned for evaluation. Replacement products were sent to the customer.